Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report electrophysiologist informed the patient there was some ¿error on the atrial lead¿ but could not remember the exact terminology. Follow up was conducted at the patient¿s clinic and it was confirmed the right atrial (ra) lead insulation was worn and there was low impedance. During the lead replacement, it was noted there was failure on both the ra and right ventricular (rv) leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.